Manufacturer narrative:
Patient is over (B)(6). (B)(4). The evaluation findings of stent partially deployed. The evaluation findings of stent cover damaged. A visual examination of the returned device found that the stent was partially deployed by approximately 17 mm. The inner shaft was kinked and partially exiting the guidewire access port. A functional analysis revealed that when the distal handle was retracted, the inner shaft exited further through the guidewire access port and the outer sheath could not be retracted. The shaft was dissected proximal to the guidewire access port and the inner shaft and stent were withdrawn. The inner shaft was kinked and twisted proximal to the yellow inner jacket from where it had exited through the guidewire access port. Distal stent cover damage was also noted. The damage to the stent cover most likely occurred while removing the partially deployed stent from the patient. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database revealed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. The investigation concluded that the performance of the device was likely limited due to anatomical/procedural factors encountered during the procedure. Therefore, the most probable root cause classification is operational context.

Event description:
It was reported to boston scientific corporation that a removable wallflex biliary rx stent system was attempted to be implanted within the common bile duct on (B)(6) 2011 during an endoscopic retrograde cholangiopancreatography (ercp) procedure with stent placement. According to the complainant, the patient was not noted to have tortuous anatomy and the stricture was not dilated prior to the stent placement. During the procedure, the stent system was advanced over a visiglide olympus guidewire and positioned at the desired location but the stent would not deploy. Reportedly, "it was impossible to open the stent." The stent was removed from patient fully constrained on the delivery catheter. Outside of the patient, the physician was able to "open and close the stent" without any issues; therefore, it was advanced back into position within the patient for another attempt at deployment. Two attempts were made to deploy the stent but the stent would "only open a little bit" and it was noticed that the inner sheath was coming out of the guidewire exit port. Again, the stent was removed from the patient fully constrained on the delivery catheter and a plastic stent was used to complete the procedure. The physician noted that they plan to implant a metal stent on (B)(6) 2011. There were no patient complications as a result of this event. Based on the device analysis, which indicates that the stent was returned partially deployed and the stent cover was damaged, this is now considered a MDR reportable event.